Manufacturer narrative:
Visual examimation of the returned sample confirmed that the polyurethane coating had been damaged and partially displaced along the length of the guide wire. A review of the complaint files confirmed that this lot number has not been reported previously. The event description and sample appearance are consistent with damage to the glidewire coating due to repetitive manipulation against resistance and/or sharp surface. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in abrasion of the polyurethane coating. Although the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. All available info has been forwarded to the mfg facility for appropriate tracking, trending and f/u.

Event description:
The user facility reported that part of the guidewire's outer coating "stripped off" the wire during an angioplasty procedure. The procedure was completed successfully with a second guidewire. The pt's condition is reported as "fine". Add'l event specific info has not been made available.